Event description:
A nurse incurred a needle stick w/ a used syring needle while trying to engage the safety sheath feature. The user facility confirmed during follow-up communication that the nurse accidentally bent the needle during an initial attempt to engage the needle guard. Then, during a second attempt she closed the needle guard over the bent needle causing it to penetrate the guard and stick her finger. The user facility reported that the nurse was started on a prophylactic medication (combivir) as a precautionary measure until test results were available.